Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The difficult to open and close and entrapment are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Sterile units from the same lot were test with no abnormalities shown. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it appears the foot caught tissue during closure and surfed distally into a locked position with the foot of the guide. Attempts to open the foot in this condition will be unsuccessful as the sled connect to the lever is pliable and will stretch. Intervention is generally required. The account opened the handle to gain access to the actuator wire which was successful in reopening the foot to free the tissue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d6a - implant date: implant date removed as the device was not implanted. D6b - explant date: explant date removed.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a left heart cath (lhc) interventional procedure using a small-bore sheath (</=8f). Reportedly, after deployment, in step 4 (closing the lever), it felt like the foot of the prostyle was not closing. The device was unable to be removed from the patient anatomy. The physician attempted to advance the device further to try to fully close the foot but that did not work. Another interventional cardiologist was able to help with removing the prostyle device about 45 minutes later. They took apart the device while it was still in the patient and were able to close the foot and lever so the device could then be removed. An 8f sheath was inserted to keep hemostasis and was later removed. Manual compression was then held for 40 minutes to complete hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.